Manufacturer narrative:
Device not returned

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 301 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.